Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that y ext w/vlv ports & 2 sld clp, 7 day occluded. The following information was provided by the initial reporter: the reported feedback suggests that there is an occlusion. 1 port hard to flush.

Event description:
It was reported that y ext w/vlv ports & 2 sld clp, 7 day occluded. The following information was provided by the initial reporter: the reported feedback suggests that there is an occlusion. 1 port hard to flush.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: (B)(6) 2020. D4: medical device lot #: 20025819; d4: medical device expiration date: (B)(6) 2023; h4: device manufacture date: (B)(6) 2020. D4: medical device lot #: 20036187; d4: medical device expiration date: (B)(6) 2023; h4: device manufacture date:(B)(6) 2020. D4: medical device lot #: 20036260; d4: medical device expiration date: (B)(6) 2023; h4: device manufacture date: (B)(6) 2020. Seven 20019e7d, samples were received for investigation; four of the samples were received in sealed packaging from lot 20025819, and three in opened packaging from the same lot with residual fluid in the line. Additionally three empty 20019e7d, packages were also received, two from lot 20025819, and one from lot 20036260. Please note the customer's feedback indicated the affected sample belonged to lot 20036187, however no sample or packaging was returned for investigation from this lot. A visual inspection of the samples received with fluid in the line did not identify signs of damage or manufacturing defects which could have contributed to the customer's experience. The samples were subjected to functional testing by connecting each smartsite to a 50 ml bd plastipak syringe from stock and flushing with fluid; the smartsite of one of the samples appeared to be occluded during first attempts to flush, however no further occlusions were observed following disconnection and reconnection of the syringe. No further occlusions were noted during testing of the remaining samples. The details of this feedback were forwarded to the manufacturing site for investigation. A definitive root cause for the observed blockage could not be determined, no obvious manufacturing defects were observed which could have contributed to the occlusion. A review of the production records for lots 20025819, 20036187, and 20036260, did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. Although a definitive root cause could not be determined, the manufacturing site have raised a request for corrective and preventative actions in order to further investigate a potential root cause for the observed occlusion as well as to identify any subsequent improvement actions. A review of the customer feedback database indicates that this is a rare occurrence with a small number of similar reports against the 20019e7d, set in the past 12 months. H3 other text : see h10.